Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Pt participated in a (B)(4) study of treatment for 1 of 2 level degenerative disc disease between l2 and s1. Pt was implanted with an fra spacer at level l4_l5size and l5_s1size. Pt was also implanted with an atb plate at screw_l4_l, screw_l4_r, screw_l5_r, screw_s1_l, and screw_s1_r, with atb plate (B)(4). Pt had been experiencing pain for 46 months. Surgery date was (B)(6) 2005, and postoperatively pt experienced vascular injury, requiring repairs primarily with sutures. This complaint is on the atb plate (B)(4). This report is 1 of 7 for the same event.